Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was reported, the patient was not using it because, the patient did not have good coverage because, it was not in the right spot.

Event description:
It was reported that the manufacturer representative believed that the patient was not getting adequate pain coverage. It was suspected that the entire system (leads and implantable neurostimulator (ins)) were to be replaced. However, it was also mentioned that only the leads may be removed. It was added that the manufacturer representative had not talked to the patient yet. It was further stated that the patient was not currently using the system and had been reprogrammed multiple times. Additional information received reported that the system was revised and the patient was doing great now.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).